Manufacturer narrative:
Device was not returned therefore no analysis was performed. Should additional info be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a covidien sales representative that during a radiofrequency ablation procedure to treat barrett's esophagus, the physician noted difficulty on removal of the halo90 catheter, but was ultimately successful. The case was aborted without completion of treatment. Upon inspection of the device after removal, it appeared to have been mounted onto the endoscope improperly. Endoscopic visualization of the esophagus after removal of the catheter revealed a small excoriation in the proximal esophagus with bleeding noted. No intervention was required for the bleeding. No further info was provided.